Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl by the time the paramedics arrived. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms and no delivery alarms. The customer stated that when the kitten was sleeping with the customer, that she played with the tubing and possibly bit or punctured the tubing and caused her blood glucose to elevate. The customer believes it was not a device issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.